Event description:
Six months following the placement of 2 cypher stents in the ostial/proximal right coronary artery (rca) the pt has repeat coronary angiography which reveals 99% ostial in-stent restenosis and what appears to be stent fracture involving the overlap stent segment as well as distally in the second stent. No hemodynamic consequences are noted because of this morphology. Treated successfully with balloon angioplasty.